Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 46 mg/dl and in morning blood glucose after 9am blood glucose was 64 mg/dl and at 10:13am was 90 mg/dl, at 10:14 am was 92 mg/dl and at 11:18 am blood glucose was 153 mg/dl. The customer treated their low blood glucose with glucose tablets. It also reported that the yesterday at 3:08 am blood glucose was 124 mg/dl and at 5:49am went to 304 mg/dl after eating lunch at 12:11 pm blood glucose was 94 mg/dl. The insulin pump will not be returned for analysis.